Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration noted as "embolic cva." No further info is available at this time.

Manufacturer narrative:
A correlation between the lvad and the patient¿s outcome could not be determined as the device was not returned for evaluation; however, the instructions for use list stroke as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.